Event description:
The customer reported that strips came up on the left screen and the right screen was completely blank during fluoro. Also the system will not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cmos battery and reset the bios settings. He verified several times, the system would boot with no errors. The system operates as intended.